Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The country of origin is (B)(6). Assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used and, differences in reference materials/methods, and the standardization methodology used. In case a sample is analyzed with different analyzers, the generated values are to be interpreted in relation to the normal reference ranges of the assays of the different analyzers. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of questionable elecsys ft4 iii assay results for 2 patient sample on a cobas 8000 e 801 module analyzer with an unknown serial number and a cobas 8000 e801 serial number (B)(4). The customer's result on an unknown serial number was 2.42 ng/dl. The siemens centaur result was 1.58 ng/dl. (B)(6) 2021 sample results: the customer's result on an unknown serial number was 2.22 ng/dl. The sample was provided for investigation where it was tested with serial number (B)(4). On (B)(6) 2021 and the result was 2.02 ng/dl. On (B)(6) 2021 the outsourcing abbott architect analyzer result was 1.44 ng/dl. The results were reported outside the laboratory. The elecsys ft4 iii assay reagent lot number and expiration date used by an unknown serial number, by the customer, was (B)(4). The expiration date was asked for but not provided. The elecsys ft4 iii assay reagent lot number used by serial number (B)(4), by the investigation team, was (B)(4). The expiration date was 30-jun-2021.